Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (35 mg/ml at 7.7 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the pump pocket was opened and it was filled with white/yellow liquid "believed to be an infection." The liquid was cultured by the lab and the result for infection was negative. The catheter was found to "be severed in the pocket." The catheter was replaced. There were no known environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.